Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the healicoil anchor broke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that raw material strength requirements and storage requirements specified, and that each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference case-2022-00134052-1 a1: patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.